Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿communication error¿ was not confirmed. The device evaluation found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k camera head had a communication error that occurred when connecting during the pre-use inspection. The intended procedure was completed with another similar equipment. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the reported malfunction did not replicate, it was not possible to determine the root cause of the phenomenon. Olympus will continue to monitor field performance for this device.